Manufacturer narrative:
The cause of the discordant hb1c results is user error. The customer had entered the incorrect calibrator bottle values when calibrating hb1c lot ga8016. When the error was detected when running qc, the customer discovered their error and recalibrated using the correct bottle values. After recalibrating with the correct calibrator bottle values, a patient look-back was performed on all patients who were released after the previous calibration. The customer stated that no patient results had to be corrected. The dimension® hb1c flex reagent cartridge instructions for use (IFU) states: calibrator values (g/dl) are required for hemoglobin a1c and total hemoglobin. These values are obtained from the table of assigned values provided in the dimension® hb1c calibrator instructions for use (IFU)." The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high hemoglobin a1c (hb1c) results were obtained on patient samples on the dimension exl with lm system. The patient results were reported to the physician(s). After the account discovered that incorrect bottle values had been used during calibration, the test was recalibrated with the correct bottle values and the same samples were rerun. Lower results were obtained. There are no reports of patient intervention or adverse health consequences as a result of the discordant hb1c results.